Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed flow meter. The arctic sun 5000 was evaluated upon receipt. The device reported low flow. The flow meter was replaced. The arctic sun 5000 was functionally tested, electrical safety tested, and placed on acats. The unit passed all tests, is functioning properly and is ready for use. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. The device history record review was not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. Correction: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they installed test input output board to complete decontamination due to no flow on the arctic sun device. The input output board was causing circulation pump to be intermittent. Per review of additional information noted in in wo on (B)(6) 2023, unit experienced low flow due to the flow meter, so the flow meter was replaced, and pump foam were replaced .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they installed test input output board to complete decontamination due to no flow on the arctic sun device. The input output board was causing circulation pump to be intermittent. Per review of additional information noted in in wo on (B)(6) 2023, unit experienced low flow due to the flow meter, so the flow meter was replaced, and pump foam were replaced.